Event description:
Customer family member noticed that the customer wasn't acting right. Family member took pt's blood glucose at 3:00am and received a result of 144mg/dl. At 9:00am the customer was unresponsive and blood glucose was 158mg/dl. 911 was called and paramedics tested customer's blood glucose and received a result of "lo." The customer was given a glucose IV, and was taken to the hospital and admitted. Level 1 control was out of range. A request was made for the return of the suspect device and replacement product was sent.